Event description:
Surgeon attempted to implant a lens. The lens was damaged in the cartridge. No patient contact. The injector model that was used was msi-tr and the cartridge model was mec60c fp. The facility did not provide the lot numbers. Addition infromation has been requested.